Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a therapy test failure. There is no information to support that this was anything but a test failure. We are considering that there was no patient involvement. Additional information has been requested by philips.